Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device had vertical lines on screen and clinical info could not be read. Complainant indicated that there was no pt involvement in the reported malfunction.